Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, on (B)(6) 2022 the sales rep was contacted by the physician to ask about some a & v episodes which are in fact artifacts. She is asking about the origin of the artifacts and what can be done to avoid them. They performed x-ray and concluded that leads are ok. They also performed manipulation maneouvres in the pocket, and the artifacts were not reproduced.